Event description:
During an arthroscopic procedure of the knee, the temperature ink indicator was reported to have detached from the tip of the wand and remained in the pt's knee joint. The large fragments were successfully removed using suction and smaller fragments remain in the pt's knee joint. No patient injury was reported.